Event description:
Pt presented to clinic and reported that arterial portion of catheter came apart. Pt noticed blood on clothing. Pt reattached it and clamped it shut. Catheter to be changed as soon as possible. Pt covered with antibiotics.